Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a gradual increase of the pacing impedance between (B)(6) 2017 and (B)(6) 2018 from initially 1100 ohms to >3000 ohms. Furthermore the pacing threshold demonstrated a gradual increase in the same time from initially 1.2 v to 3 v. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implant duration of approximately 86 months it was reported, that the impedance had increased gradually to approximately 3000 ohms. Furthermore the pacing threshold had reportedly increased to 4 v. A new bradycardia lead was implanted and connected for ventricular pacing and sensing, whilst the lead under complaint remained implanted for tachycardia therapy.